Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that that the system did not function as intended. The umbilical cable was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that a frame grabber error had occurred with the system. There was no patient present when this issue was observed.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that the reported problem could not be confirmed. The cable was bench tested; it passed the bench and continuity test. The cable was installed on a different imaging device , the system booted, readied, charged and communicated as expected. Multiple 2d and 3d images were taken successfully while under test. There was no problem found. If information is provided in the future, a supplemental report will be issued.